Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after prostyle insertion, when advancing to get back flow in the marker lumen, there was a noise and the device felt different. The device broke into two separate pieces at the guide. A balloon was inserted contralaterally to stop the distal portion from migrating. A cut down removed the distal guide. Hemostasis was achieved with two other prostyle after the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device separation was confirmed. The reported noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na